Event description:
Noise recorded on rv lead. Impedance and other measurements stable. Lead remains implanted.

Manufacturer narrative:
This lead was capped and replaced on (B)(6) 2016. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.